Event description:
The user facility reported that during a diagnostic colonoscopy with polypectomy, the polyloop and tube sheath became stuck at the base of the polyp stalk. The physician cut the handle of the device with the use of a wire cutter, and attempted to withdraw the tube sheath from the pt, but the device remained lodged in the pt. The physician reportedly snared the polyp and then transferred the pt into the recovery room. The pt was later re-examined the same day, and the physician was successfully able to cut away the portions of the plastic sheath and released the loop. The pt was released from the facility the same day and is reportedly doing fine.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation, as the device was discarded following the procedure. An olympus rep visited the facility to observe the use of the product, and to provide inservicing support as needed. The olympus rep was informed that during the procedure, the users did not have a loop cutter readily available as advised in the device labeling. The olympus rep was also informed that the remainder of the plastic sheath had naturally passed from the pt's bowel after procedure, and that the pt was doing fine. The cause of the user's report cannot conclusively be determined. However, the user acknowledged that user error could not be ruled out as a contributory factor to the reported event. This report is being submitted as an MDR in an abundance of caution.